Event description:
The 4fr arrow simplicity introducer sheared off distally when it was removed over a nirtrex guidewire. A 6.5cm portion of the introducer sheared off. It was unable to be visualized under fluoro, so a CT scan was ordered. The CT scan was unable to detect any radiopaque foreign body other than the left sided PICC, right jugular catheter and an et tube.